Event description:
It was reported that the implant came apart during operation. The sleeve came apart from the screw, the screw was then removed from the patient and replaced by a new screw. After the operation, the surgeon snapped the sleeve back on the screw and was not able to remove it anymore. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the spherical head is intact, and that the prime lock thread is deformed. The collet in the screw head is hard steering to move in the lower position. The loss of the screw head is most likely due to the fact that the silver collet in the screw head was blocked when screwed into its upper position. In consequence, it solves the head of the bone screw. The technique guide recommends aligning the polyaxial head with the head alignment tool. No product fault could be detected.